Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Systems check was performed with tandem technical support and no issues were identified. Customer changed pump supplies to address the issue and resumed insulin delivery. Customers blood glucose level ranged from 310-346 mg/dl.